Event description:
Per clinical protocol form, during a hemorrhoidectomy, the device fired staples but the staples did not close. Tissue was oversewn to attain hemostasis. Surgery time was extended by 45 minutes for suturing. Patient recovered without further intervention.